Event description:
During the initial implant the patient presented with a large aneurysm, hostile abdomen, with a short tortuous neck measuring between 10-20 mm and was implanted on (B)(6) 2011, with 22 mm bifurcated device and three 25 mm aortic extensions (refer to MDR report # 2031527-2012-00086). During the initial implant the physician intentionally used a shorter body bifurcated device so that the aortic extension could be implanted in the tortuous part of the aneurysm. Upon placement of the first suprarenal aortic extension it was observed that the distance was much longer than originally thought due to angulation. The second suprarenal aortic extension was positioned and inadvertently pulled down by the interventional radiologist when the tip was retracted and the sheath caught on the distal end of the extension. A third infrarenal aortic extension was placed successfully with no further complications. Adequate overlap of 3.5 cm was achieved with good seal. During the secondary procedure the sales representative was not present for the case. He was notified on (B)(6) 2012, that the patient had been treated for ruptured aaa. The physician believed the graft material may have ruptured. Based on the CT images taken prior to the endovascular intervention when they had attempted to advance guidewire, it exited the lumen of the stent graft and was seen in the aneurysmal sac. It was determined later that the aortic extension had pulled out and separated from the bifurcated stent graft. Vascular or endovascular procedure was conducted to resolve the issue. No endologix device was used. No additional information available at this time. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
(B)(4): review of lot records/work orders, prior reports. No issues were noted. Actual device not returned hence no device evaluation performed. However, the post-operative computed tomography scans were reviewed by medical director indicating that there is no evidence of rupture of the graft material. Hence the complaint cannot be confirmed. Endoleaks are a known risk of the procedure. No conclusion can be drawn.

Manufacturer narrative:
Actual device was not returned for evaluation. Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned for evaluation.

Manufacturer narrative:
Post-operative computed tomography scans were obtained from the user facility and review by a clinical representative. Review indicates that a type iii endoleak may have been caused by insufficient overlap between devices and/or the "stiffness" caused by the use of three aortic extensions and morphology changes created by the lateral forces on device.